Event description:
Paramedics responded to a pediatric patient in full cardiac arrest. The device was used to monitor the patient's ECG and administer countershocks. According to the reporter, at some time during the call, the device's display blanked. During transport to the hospital, another defibrillator/monitor was made available and used by the ambulance crew. The patient was not resuscitated. The reporter indicated they could not state if the alleged malfunction caused or contributed to the patient's death.